Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: this issue is deemed a reportable event since the malfunction led to an inoperable device. The root cause is a malfunction of an electrical component. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: "failed during patient use. Team describe constant alarm with multiple errors not allowing them to use" realtime clock failure when device powered up which caused battery soh to show 0%. Device went into ambient mode. No patient harm was reported.

Manufacturer narrative:
The investigation is still ongoing. Hamilton medical ag case number is: (B)(4). This case was sent in test environment of the webtrader on 11th january 2023 by mistake. Due to this mistake, the case is now sent in late in the productive environment of webtrader. We apologize for the mistake.

Event description:
The following was reported to hamilton medical ag: "failed during patient use. Team describe constant alarm with multiple errors not allowing them to use". Realtime clock failure when device powered up which caused battery soh to show 0%. Device went into ambient mode. No patient harm was reported.